Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-07887. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "circumferential fluid collection surrounding the left breast implant" via pet CT and "pericapsular fluid collection"; cd30 positive, alk negative bia-alcl. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported "diagnosed with bia alcl caused by allergan¿s textured breast implants." Patient later reported "circumferential fluid collection surrounding the left breast implant" via pet CT and "pericapsular fluid collection", "fibroadenoma measuring 6.8mm x 10.6mm x7mm" via ultrasound. Pathological markers were provided: positive cd30 and negative alk-1, consistent with breast implant associated anaplastic large cell lymphoma. Later healthcare professional confirmed anaplastic large cell lymphoma (bia) . The reported "fibroadenoma" has been deemed not related to the device. Affected side is left. The device has been explanted.